Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the instrument had a broken grip at the grip base. A piece approximately 0.12" x 0.22" was found to be broken off the distal end. The broken piece was not returned. The root cause of this failure is attributed to user mishandling/misuse.

Event description:
It was reported that during central processing, a broken tip of mega suture cut needle driver was reported. There was no report of patient involvement.